Manufacturer narrative:
Results of investigation: vyaire reviewed log files received. The investigation findings showed that the adc value of the pressure sensor "press pat prox" on the life board electronics of the life block is out of the specified range. The root cause of failure was traced to the defective pressure sensor/ transducer or corresponding measurement electronics on the life board electronics on the life block. Replacement of the defective component had been initiated.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Review of the log files show that circuit test failures are visible and zero pressure calibration failed. The last successful circuit test was performed on 10-jan-2019. The customer was requested to send the adc screenshot for further analysis.

Event description:
The customer reported circuit test failures and "occlusion" alarms during ventilation. There was no information for patient involvement.